Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse verified that the instrument's temperatures, volume checks and aspirate probe flow rates were all within specifications. No errors were posted to the instrument's event log in conjunction with this event. A high sensitivity system check was performed which failed to meet specifications. Due to the failing high sensitivity system check, the fse replaced the incubator belt, vessel holders, wash carousel bearings and pinch rollers. Additionally, the mixer pulleys were cleaned. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. (B)(4). All MDR associated with this event: 2122870-2015-00177, 2122870-2015-00178, 2122870-2015-00179.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient (designated as patient 4) involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained a lower result within the customer's established normal reference range. The initial elevated access accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported additional non-reproducible access accutni+3 results on both (B)(6) 2015. MDR 2122870-2015-00177 will address the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient 1). MDR 2122870-2015-00178 will address the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for two patients (designated as patient 2 and patient 3). Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. Precision testing performed after the event did not recover within specifications. The customer did not provide specific information regarding the collection of the patient's sample. Centrifugation time and speed were not supplied by the customer for this event. No issues with sample integrity were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.